Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure in the cecum performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip device was advanced to the target lesion, locked and deployed; however, the clip failed to release from the delivery catheter. The physician had to "tear" the clip off of the patient tissue which caused minimal additional bleeding. The procedure was completed using two additional resolution clip devices. No patient complications resulted from this event. The patient's condition following the procedure was reported to be "stable."

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure in the cecum performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip device was advanced to the target lesion, locked and deployed; however, the clip failed to release from the delivery catheter. The physician had to "tear" the clip off of the patient tissue which caused minimal additional bleeding. The procedure was completed using two additional resolution clip devices. No patient complications resulted from this event. The patient's condition following the procedure was reported to be "stable."

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was mashed onto the bushing and could not be deployed. The clip arms were locked into the capsule and could not be opened or closed. There was a kink in the control wire. Based on the condition of the returned device, the reported failure was confirmed. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.